Event description:
New IV bag tubing was primed with normal saline then taken into the patient room. Antibiotics were scanned, hung, and started. Registered nurse noticed that the tubing was dripping. Small hole was found in the tubing. New tubing was primed and the antibiotics were restarted.